Event description:
It was reported that the patient is in hospital fu clinic now due to lia alert. 17000 sic count sna d3 nsvt with os problems. Can also be seen irl on marker channel during fu. It was noted there was a sudden onset from sic and high rate nsvt with parasitic (high frequent) non-physiological artifacts with different amplitudes. Sic started on the 1" of july and has an exponential increase typically related to lead integrity problems. The rv lead remains in use. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).